Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 3 previously reported events are included in this follow-up record. Product return status 3 devices were received. Event confirmation status 3 reported events were confirmed. Evaluation results 2 devices were found to be affected by a precision head assembly failure. 1 device had no problem found.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device had a broken cutting accessory still attached. 2 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 2 events were originally reported for this failure mode during the reporting quarter. 3 events should have been reported; 1 event was inadvertently excluded. 3 reported events are included in this follow-up record. Product return status: 3 device investigation types have not yet been determined.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device had a broken cutting accessory still attached. 3 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 2 events were reported for this quarter. Product return status: 2 device investigation types have not yet been determined. Additional information: 2 devices were not labeled for single-use. 2 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device had a broken cutting accessory still attached. 2 events had no patient involvement; no patient impact.